Event description:
It was reported that noise was seen on the right ventricular (rv) lead channel which is port plugged. No adverse patient effects were reported. This patient had gone into atrial fibrillation (af) and atrial tachy response (atr) was provided with premature ventricular contraction (pvc) coming in from the left side. The pvcs were not sensed on the rv channel since the port was plugged. The left ventricular (lv) pacing caused pacing inhibition. Technical services (ts) discussed programming optimization to achieve biventricular pacing sooner. Ts noted this system was being used in a non-tested manner. This crt-p remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).